Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lymphoma. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lymphoma. The patient did not report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected and observed unknown contaminants on the flip doors, top enclosure and on the iso port. Unknown dust contaminants were observed on the top enclosure, front panel, bottom enclosure, blower and blower seal. Hair like particles were observed on the blower box and bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation . The manufacturer observed dust contamination in the device and are consistent with being from an external source. Section h6 type of investigation, investigation findings and investigation conclusions has been updated.